Event description:
It was reported a patient injected with the durolane product on (B)(6) 2024 experienced pain, swelling, fever and discoloration. The initial symptom of pain began 1 hour post injection, with the additional symptoms of swelling, knee discoloration and a fever presenting over the next few days. The patient went to an urgent care clinic four days after the injection and was treated with an injection of ceftriaxone and prescribed bactrim. The symptoms continued, and the patient went to the primary care physician 6 days after the injection where labs were drawn and an x-ray was taken. It was confirmed the patient did have an infection. The symptoms began improving 7 days post injection with the swelling and discoloration returning to normal, and the patient is no longer experiencing a fever.

Manufacturer narrative:
As reported by the patient, after the injection of the durolane product, the patient experienced pain, swelling, skin discoloration and a fever. A follow up visit to urgent care as well as primary care physician, confirmed the patient had an infection in her left knee. The patient has since recovered with the use of antibiotics. Multiple attempts for follow up information to the physician's office was completed. No additional information was obtained from the physician's office. The lot information for the injection is unknown. A review of the complaint event was completed by a clinical specialist and based on the information provided, a root cause is unknown. The event is potentially related to the injection technique used by the injecting physician. A batch record review could not be completed without the durolane lot information. The information provided does not indicate a non-conforming product or malfunction. No corrective actions or preventive actions are needed at this time. Bioventus will continue to monitor this and similar events through tracking and trending data.

Manufacturer narrative:
B4 date corrected to date submitted to the FDA.